Event description:
While suturing pts during open heart surgery, the suture separated from the needle resulting in prolonged cardiopulmonary bypass and a return to the bypass to repair the aorta as a result of the problem with the suture.